Event description:
A covidien endo articulating reload 60mm stapler with a covidien signia adapter and handle, and a covidien shell power control was used with purple seam guard staplers on the pancreas of a patient. The covidien endo articulating reload 60mm stapler started to spin without even been fired.